Event description:
Report received of new pump malfunctioning and beeping and patient had return of symptoms. Follow up with hcp revealed patient had beeping and return of spasticity when first pump reached end of life at 47 months. No serious event occurred at that time and pump replaced. Post replacement of device patient has had some beeping and increased spasms with the new device. Device seems to "shut off" or deliver reduced flow resulting in return of symptoms, then patient will be ok again and have good therapeutic response. The residual volumes in the pump have been fine. A dye study was done and the catheter was found to be patent and in place. Patient will be monitored and hcp will seek to identify origin of the problem.